Event description:
Rptr stated there was redness at injection site and kinking. Resticks required. These problems occurred randomly from the time rptr began using the product line to the time they stopped (12/93 - 7/94). After retraining staff they decided that the problems incurred were product rather than user related. (Also see 1004746 - 1004748, 1004750 - 1004752.)